Event description:
Blood leaked from the hemostasis valve.

Manufacturer narrative:
The product was not returned for investigation, and the investigation was unable to determine the definitive cause of the reported problem. No abnormalities were found in the manufacturing records of the product. The reported event may have been caused by leakage from the hemostasis valve, due to the opener of the product was opened by mistake, but the detailed cause could not be identified.